Event description:
Customer called lfs in 08/2002 alleging the ot ii meter would only prompt insert strip. The issue was unresolved with troubleshooting. Customer was unable to test on the meter, however did not experience any symptoms or adverse events. The meter has been replaced.